Event description:
I use dexcom g6 sensors and the tandem tslim x2 pump. My sensors consistently do not last the FDA approved ten days. I put my current sensor in on (B)(6) 2021 and this morning I tried calibrating it three times and the cgm will not accept my calibrations. It thinks I am "low" but my blood sugar is 85. Consequently, the pump has my basal rate turned off because it thinks I am "low" even though I should be getting basal. FDA safety report ID # (B)(4).